Event description:
It was reported that during use of this vitawave finger cuff, the mean arterial pressure (map) was consistently 10-15 points off the brachial cuff map. The vitawave cuff was used on the same arm as the brachial cuff. There was no patient injury. The device is not available for return. The device was not returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. A device history record review was unable to be completed as the lot number is unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.